Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report number. The additional device referenced is being filed under a separate medwatch report#. The UDI is unknown because the part and lot #s were not provided. Article: "angiographic and clinical outcomes of stemi patients treated with bioresorbable or metallic everolimus-eluting stents: a pooled analysis of individual patient data."

Event description:
It was reported through a research article identifying absorb and xience that may be related to the following: death, thrombosis, revascularization, and myocardial infraction. Specific patient information is documented as unknown. Details are listed in the attached article, titled: angiographic and clinical outcomes of stemi patients treated with bioresorbable or metallic everolimus-eluting stents: a pooled analysis of individual patient data.